Manufacturer narrative:
Unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. If explanted, give date: unknown/not provided. The device is not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted but the patient ended up four diopters myopic. The doctor would like to make sure the power was correct. He mentioned the patient's cornea may have changed shape, and that he has the lens for return indicating the lens was explanted from the eye. No other information was provided.